Event description:
It was reported that there were a lot of asystole episodes on the implantable cardiac monitor (icm) device which indicated undersensing. Baseline noise was also noted, which obscured the signals. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).